Manufacturer narrative:
The DHR was reviewed and product met all manufacturing specifications. There have been no other complaints alleging suture breakage involving lot aa1087r05. No root cause for the reported event could be determined as the device was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to kimberly-clark.

Event description:
Kimberly-clark received a report from the united kingdom, stating, "two introducer kits have been used this morning and on both occasions the anchor thread has snapped." No reported injuries. Kimberly-clark made several attempts to obtain additional information. No response from user facility. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).